Event description:
The customer reported the system displayed a low voltage error and prompted a reboot. This resulted in a loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.